Event description:
In 2009, the patient reported receiving an e4 (occlusion) error on his infusion device. He stated that he changes the infusion tubing approximately every 9 days. He was advised to change the infusion tubing every 6 days. He stated that he has experienced kinked infusion site cannulas. He was educated on infusion site insertion. He stated that he has never changed the adapter of the infusion device and was advised to change it every 10th insulin cartridge change. To troubleshoot, the patient was instructed to disconnect from the infusion site and he was able to prime and bolus without error. He was advised to change the infusion site if the e4 recurred. No physiological effects were reported. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or secondary party to address the issue. Product was replaced and requested to be returned for evaluation.